Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation ups was replaced along with a defective display adapter board. The system was then found to be working as intended.

Event description:
The customer reported the system displayed a ups failure error message. Also, the left monitor operated properly only intermittently. No report of patient injury.